Event description:
129 days after a coronary artery drug eluting stenting procedure thepatient required a target vessel reintervention (tvr) with a second tvr 119 days later. The lesion being treated in the index procedure was a 3.25mm, 70% stenosed portion of the mid left anterior descending (mid lad) artery. Thephysician treated the lesion with direct stent placement of a texus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 129 days after the initial procedure the patient required a tvr. The physician successfully placed a johnson & johnson cyper stent in the mid lad. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr tot he taxus stent is unknown and there was no restenosis. 119 days after the reintervention the patient required a second tvr. The physician successfully placed a johnson & johnson cypher stent in the mid lad. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown and there was in-stent restenosis of the taxus stent.